Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-may-2018 with the following findings: during investigation, the pump was powered up to a lit display. No damage to the display was found. The pump was opened to find no evidence of internal moisture. The allegation of a blank display was unable to be duplicated during the investigation. Unrelated to the original complaint, the display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.